Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported the customers pump case did not clip properly to the customers clothing causing the pump to fall and pull out the infusion set multiple times. The customer's blood glucose reached the 300's mg/dl.